Manufacturer narrative:
The customer stated problem was confirmed during the tsc troubleshooting process. Additional comments: recommendation was made to send unit in for repair if error continues . Additional comments 2: failure mode updated per ca-2018-0171 a review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure and product wasnot returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Customer called due to experiencing error code 260.4130 on their 8100 after replacing the bezel. Informed customer that when reassembling the units it is easy to reverse the pressure sensor harness. Recommended customer check to make sure harness is properly seated. Informed customer if that does not fix the issue then next would be the motor control board and then logic board. Recommended sending in for repair. No patient involvement. Serial number: (B)(6).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process a review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. Based on the file review global reportability assessment is not necessary. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called due to experiencing error code 260.4130 on their 8100 after replacing the bezel. Informed customer that when reassembling the units it is easy to reverse the pressure sensor harness. Recommended customer check to make sure harness is properly seated. Informed customer if that does not fix the issue then next would be the motor control board and then logic board. Recommended sending in for repair. No patient involvement. Serial number: (B)(4).